Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00011 with the FDA on 19-jan-2024. Additional information (30-aug-2024): based on the information available, the cause of the event is unknown. Instrument files are not available for further investigation. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that patient hepatitis b surface antigen (hbsag) (hbsii) samples were processed when the assay should have been disabled as quality controls were not processed with the customer set time limit of 24 hours on an atellica sample handler prime. Siemens is investigating the event.

Event description:
Patient hepatitis b surface antigen (hbsag) (hbsii) samples were tested when quality controls were not processed within the customer set time limit of 24 hours on an atellica sample handler prime. The initial results of negative were reported to the physician(s). The customer stated that the redraw of the patients was not performed at this time. There are no known reports of patient intervention or adverse health consequences due to the event.